Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed with 2.0 units bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No memory anomaly noted. Insulin pump was unable to down load history file using carelink pro due to alarm found in alarm history screen. Software alarm due to corrupted history file. No cosmetic damage noted.

Event description:
Customer reported that a bolus that was administered was not appearing in the insulin pump's bolus history. Customer reported that this was a recurring issue. Blood glucose level was not provided. No further information was provided.